Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
As reported on maude report mw5077543: "small tip of pick broke off in patient during procedure".